Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited cracked lens, loosened components inside the video connector (vc) and minor stains were observed under the cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, it is likely that the malfunction was caused by a cracked lens and loosened components inside the video connector (vc), which were attributed to component failure. However, the cause of the minor stains observed under the cover glass could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.